Event description:
Surgeon reported a port revision. No info as to why or if the device will be returned. Investigation in progress. Follow-up findings: revision of a rapidport ez access port which was dislodged. Port removed and replaced.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and pt data. The info has not yet been received by allergan. Based upon the lap-band port configuration provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reporter has declined to provide allergan further info regarding the serial number, model number, the event date, implant date or pt data. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away form areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."